Manufacturer narrative:
Additional information was received that the ipg was explanted. The battery stopped working and was nearly 10 years old. No malfunction was suspected. The explanted device will not be returned.

Event description:
A report was received that the patient's ipg would not hold a charge. The patient will undergo a revision procedure wherein the ipg will be replaced.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient's ipg would not hold a charge. The patient will undergo a revision procedure wherein the ipg and leads will be replaced.